Event description:
Before beginning a transoral incisionless fundoplication (tif) procedure and because of a missing scope loop installation tool, the physician decided to use forceps to pull the endoscope retainer band around the endoscope. Consequently during the process, the band broke. The physician then used a suture in place of the retainer band to secure the endoscope to the device's tissue mold and proceeded with the procedure. Once the device/endoscope was in the stomach, the endoscope tip would not pass back through the suture as the endoscope was being drawn back to begin the procedure. The physician applied force in an attempt to break the suture and during this process the tip of the plastic tissue mold became detached from the device. The device was safely extracted and the tissue mold tip was retrieved using a snare and also removed from the stomach. A second device was used to successfully complete the procedure. There were no adverse effects to the patient.

Manufacturer narrative:
No allegation of device malfunction. The device was not used per the instructions for use (IFU). As stated in the "warnings and precautions" section, "do not use equipment or items that are not properly functioning." Also, in section "endoscope insertion", it is stated to use the red endoscope retainer tool when securing the endoscope to the device.